Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had visited emergency room due to high blood glucose on (B)(4) 2021. Customer' blood glucose level was 353 mg/dl when visited to emergency room. Customer was treated with intravenous insulin infusion at the hospital. Customer also treated high blood glucose with manual injection or insulin pen. Customer's current blood glucose was 266 mg/dl. Customer was alleging insulin pump was under delivering insulin because their high blood glucose continued to up even after bolusing. Insulin pump did pass displacement test. Customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature at the time of high blood glucose event. The insulin will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer went to the emergency room for high blood glucose's. The customer alleges insulin pump is under delivering. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0874 inches. No under delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The insulin pump recognized the water filled reservoir that was installed in the reservoir compartment. The insulin pump was programmed with multiple test boluses. The test boluses delivered properly with water exiting the infusion set. No bolus anomaly noted during testing. Removed the test reservoir, the test reservoir matches the devices left on the pump status screen. The following were noted during visual inspection: scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. Please see below for the manual boluses programmed on the event date (B)(6) 2021 in the formatted history file.(B)(6) 2021 23:51:09.000 normalbolusprogrammed (21)bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 49000 (4.9 u) (B)(6) 2021 23:54:50.000 normalbolusprogrammed (21) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 40000 (4 u) (B)(6) 2021 23:56:22.000 normalbolusprogrammed (21) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 37000 (3.7 u) there was no auto suspend alarm or user suspend alarm noted on the event date (B)(6) 2021 in the formatted history file. There was multiple no delivery alarm on the event date(B)(6) 2021 in the formatted history file at 08:22:45.000 bolus delivery, 12:07:09.000 bolus delivery, 12:07:09.000 bolus delivery, 12:17:00.000 basal, 12:22:12.000 bolus delivery, 12:27:09.000 bolus delivery, 12:32:07.000 bolus delivery, 12:37:11.000 bolus delivery, 18:01:13.000 bolus delivery, 23:52:09.000 bolus delivery and 23:55:20.000 bolus delivery. The insulin pump passed the functional testing. No under delivery anomaly noted during testing. Unable to confirm alleged high blood glucose's. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.